Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
Patient reported high blood glucose (bg) levels while using the ilet insulin pump (in use since (B)(6) 2023. Patient stated they ate a meal without announcing it on (B)(6) 2023, after which the ilet delivered more insulin than usual during a correction, but bg did not decrease. Patient performed three full supply changes with continued high bg. Current bg was 312 mg/dl, and the highest reported bg was 372 mg/dl lasting approximately 15 hours. Patient planned to disconnect from the ilet for two hours, administer a manual injection, and then reconnect. Patient stated they are considering returning to their previous tandem pump but will first try contact detach infusion sets. Agent confirmed shipping address and arranged overnight replacement supplies (one box of each). No ketone testing, backup therapy, or medical intervention was reported. Device not returned for evaluation. Case closed.